Event description:
Disconnection with blood loss reported. Report rec'd from abbott international affiliate, abbott middle east states: "the complaint is the female end luer lock of the extension set is loose and detached which makes it dangerous to be used on the pts considering that those kits are usually attached to a central line or arterial line of the pt in the ICU or or which results in massive bleeding of the pt." Additional info rec'd states that the pt required urgent blood tranfusion and the pt recovered. Abbott international has queried saudia arabia many times to obtain further pt, treatment, and product component info, but none has been available. Add'l specific info regarding amount of blood loss was not able to be obtained. No further information was available.